Event description:
Meter would not power on. The last time tested in the meter was on the 25th. The patient felt dizzy and there is no information if the patient tried to test patient's blood glucose at the time of the incident. The patient went to the clinic and was tested on another meter and patient's reading was 560 mg/dl and was treated with insulin. The patient was using the correct vial of the test strips and the meter did not power on by pressing down on the power button. The battery was replaced less than a year ago; howeverm the battery contacts were corroded. Customer services is sending the patient a replacement meter. There is no information at this time about the patient's diabetes regimen or if the patient took patients diabetes regimen when the meter would not power on. There is also no information on when the incident happened. The patient suffered a serious injury; however, there is no evidence at this time that the meter contributed to the injury.